Event description:
Augmented 1993 with mcghan saline mammary inplants. Now has bilateral capsular contractures and desires to be a little larger. 2004 - pt underwent bilateral capsulectomy and implant removal. Pt augmented with saline mammary implants - no problems encountered.